Event description:
Reportable based on device analysis completed on 17-may-2022. It was reported that crossing difficulties were encountered. The 60% stenosed target lesion was located in the severely tortuous and mildly calcified left circumflex artery. After the lesion were cross with a 6fr guide catheter, a non-bsc guidewire and pre-dilated with a 2.0x12 semi-compliant balloon catheter, a 24 x 2.25 promus premier select drug-eluting stent was advanced but failed to cross the lesion despite multiple attempts. The procedure was completed with a different device and no patient complications were reported. The patient was stable post-procedure. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Initial reporter address 1:(B)(6). Device evaluated by MFR. : p select ous mr 24 x 2.25mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with proximal stent struts lifted. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.